Event description:
It was reported that during implant, the device had a ventricular pacing problem. When the device was connected to the ventricular lead and programmed to a ventricular only pacing mode there was no ventricular output at maximum settings. The device was reconnected several times and there was no success. It was noted that during the procedure, the atrial lead was also tested in the ventricular port and there was no evidence of pacing and that the lead positions were verified to be in the proper position in the device headeron two different occasions. Also, the programming head was placed over the device and the marker channel indicated ventricular pacing, which suggested the device was outputting but still there was no capture at maximum output. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. No anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) pacemaker 2001 (B)(6); 5076-58 implantable pacing lead 2001 (B)(6); 5076-52 implantable pacing lead 2001 (B)(6). (B)(4).